Event description:
Orthopedic bed purchased. Complainant suffers from neck pain and the bed claims to help relieve body aches and pains. Complainant claims when she used the pads, that comes with the bed, she suffers from headaches and dizziness. She has placed the pads over her eyes and she believes the pads are responsible for the drying of her tear ducts which resulted in her having laser surgery. Complainant states she has sought medical help for dizziness and headaches but the drs have not determined a cause.